Manufacturer narrative:
The ge representative conducted an onsite investigation. The collimator and camera were aligned. The system was tested and operates as intended.

Event description:
The customer reported that the fluoroscopy and clock calculations did not match up and that the clock on the system would not record time. No patient injury was reported.